Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department requested the patient's medical records. A supplemental report will be submitted upon final review of medical records by the post market surveillance department and completion of the manufacturer's device investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting information regarding extended treatment times. During the call, he stated that he had peritonitis all during (B)(6) 2015. Upon follow up with the patient's pd nurse, she confirmed that the patient did have touch contamination peritonitis in (B)(6) and was diagnosed with peritonitis again on (B)(6) 2015. The patient is being treated with antibiotics and is in stable condition continuing with the ccpd program without issues. Patient medical records have been requested.